Event description:
It was reported that upon power-up of the device, the elevating base was driven down to its full extent and continued to drive by itself with no user activation of the controls. The hospital cannot confirm whether there was a patient in the unit at the time of this event.